Manufacturer narrative:
External insulation abrasion was noted at 20.6 - 21.2 cm from the pin consistent with lead friction to the device can. The outer coil was exposed at this location. This is consistent with the observation from the field of oversensing noise.

Event description:
It was reported that the patient's right ventricular lead was oversensing noise. The noise has been observed for some time, but the frequency of noise episodes has increased to daily and causing the patient to feel dizzy and syncopal. All other measurements were within a desired range. The physician was unable to program around the noise and elected to replace the lead. The lead was explanted and replaced. The patient was discharged post procedure.